Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave intermittent out of range signals. The first out of range signal lasted for about an hour and a half.patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.dexcom has issued an rga for patient to return the device to be investigated.